Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was also unable to perform basic occlusion, occlusion and excessive no delivery tests due to prime/fill anomaly. Device passed the displacement test and 10 unit bolus delivery. No motor error alarms occurred during test. Motor passed the motor test. Device had cracked reservoir tube lip and scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose the night before. Blood glucose level was 570 mg/dl and the doctor instructed to revert to manual injections. Customer's mother stated she was trying to reconnect the insulin pump the morning of the call but it alarmed no delivery during manual prime and alarm was recurring. Blood glucose value was 225 mg/dl. They were able to prime after disconnecting and reconnecting the infusion set and reservoir. During high blood glucose troubleshooting, it was found, the customer received a no delivery and 2 motor error alarms on (B)(6) 2013. The drive support cap is recessed. The device was not exposed to a magnetic field. The customer was able to rewind and it passed the self and displacement. The insulin pump was replaced and returned for analysis.